Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and an obturator sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, moderate cervical dysplasia, and uterine adenomyosis. The patient underwent the concurrent procedure of a laparoscopic assisted vaginal hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, dyspareunia and vaginal scarring. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.